Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing "severe" low blood glucose (bg) levels, customer¿s blood glucose was 45 mg/dl. Cause of bg events was unknown. Customer declined troubleshooting with tandem technical support.